Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastrectomy, the device wasn't able to fire. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reinforcement material was still attached and intact on the anvil surface and the cartridge surface. The reload was applied to test media with proper transection and staple formation. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Based on the product analysis, the failure was not confirmed to be attributed to the reported event.